Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The calibration was within specifications. The qc recovery shows a qc error on (B)(6)2025. The alarm trace showed multiple abnormal aspiration alarms on the morning of (B)(6)2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with ammonia ii (nh3l2) assay on a cobas c503 analytical unit. Sample 1: initial result: 252 mol/l. 1st repeat result: 75 mol/l. 2nd repeat result: 71 mol/l. On (B)(6)2025: sample 2: initial result: 298 mol/l. 1st repeat result: 37 mol/l. 2nd repeat result: 44 mol/l. On (B)(6)2025: sample 3: initial result: 102 mol/l. 1st repeat result: 62 mol/l. 2nd repeat result: 61 mol/l. The 2nd and 3rd repeat results were deemed to be correct.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The customer replaced the sample probe and then performed qc but it was not acceptable. The field service engineer (fse) found that the sample probe cover had a broken leg. He replaced the sample probe cover and adjusted the sample probe. He also cleaned the rinse station needles, adjusted the rinse volumes, and adjusted the rinse station as the screw was misadjusted. The fse replaced the tank and checked the cuvettes. Qc was performed and it was acceptable. The service actions resolved the issue. No further issues were reported after the service visit. The root cause was related to a hardware issue (component failure).